Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the touch screen would not function. It was stated that the screen would go black during a case. No injury was reported.